Event description:
It was reported that the patient saw their healthcare provider (hcp) on (B)(6) 2014 for a refill and the pump was increased. The patient did not feel any different even when the hcp increased the dosage of the medication in the pump. The patient¿s hcp told the patient that the catheter tubing coming from the pump may have built up a granuloma at the end of the catheter, and that the patient may not be getting all of the medication she should be getting. The hcp told the patient ¿they could just do an x-ray.¿ the patient was to have magnetic resonance imaging (MRI) which was reportedly ¿related somewhat¿ to the device therapy, and was also related to other health issues. The patient also had problems with her knee for approximately 5 years, and the hcp was thinking about doing an orthoscopic procedure to see what is going on with the knee. It was unclear whether the patient's knee problems were related to the pump therapy. The pump was being used to infuse fentanyl. No interventions, outcome, or cause of the knee problems were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that the patient was still having concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).